Event description:
It was reported there was a loss of therapeutic effect, and there was no known accident or incident related to the event. Impedances were measured and the results showed the values were >2000 ohms on some bipolar pairs. The therapy and unipolar impedances were normal. The stimulator was near end of life, so the stimulator and extension were replaced to try to correct the problem.

Manufacturer narrative:
Lead model 3389-40, lot #j0454738v, implanted: (B)(6) 2004, extension model 748240, (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012.